Event description:
The customer initially called to report that the buttons were not responding on the insulin pump. The customer then mentioned that she was hospitalized for diabetic ketoacidosis with blood glucose levels in the 200 mg/dl range. The customer stated that she was having a difficult time breathing prior to the event. Troubleshooting was performed, but the buttons were still not responding. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.